Manufacturer narrative:
Device evaluated by MFR. A promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal end struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that advancing difficulties were encountered. The 95% stenosed target lesion with branch vessel occlusion was located in the proximal to middle left anterior descending artery. A 16 x 2.25 promus premier drug-eluting stent was advanced through the guidewire but the stent could not reach to the targeted position. The physician withdrew the stent through the catheter and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.